Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited a wireless telemetry anomaly and was unable to be interrogated. After device software download, normal function resumed. The patient was asymptomatic and would continue to be monitored.